Manufacturer narrative:
The product associated with batch 3h00109 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
End user reports itching and some redness to just around the stoma to the peristomal skin under mass. First noted approximately (B)(6) 2014 and since then reports the redness and itching has migrated to peristomal skin under mass and some areas of tape collar. She reports stoma size may have increased slightly from 19mm to 22mm over past month or two. She does not recall any weight loss or weight gain or contour change to abdomen.

Manufacturer narrative:
Based the available information, this event is deemed a serious injury. The end user report using half of a hollister adapt ring to around stoma; peristomal skin first then applies (B)(4) durahesive. End user reports yesterday she started nystatin powder and a full adapt right under direction of local ostomy nurse. She further reported that since starting the nystatin powder and use of a full adapt ring she is noticing less itching today. She will be following up also next week for an appointment with her usual ostomy nurse. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.